Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 , there was an out of range error for an unknown length of time. No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event there was an out of range error for an unknown length of time could not be confirmed. A root cause could not be determined.